Event description:
It is reported that the patient is experiencing pain. The patient believes the femoral stem is too long.

Manufacturer narrative:
Eval summary: the exact origin of the "frontal side" pain is unk. Neither operative notes nor x-rays are returned to assess component fit and orientation per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehab protocol and adherence thereto is unk. No add'l complaints have been returned from the lot of femoral stems involved in this complaint. With the info provided, a definitive root cause cannot be determined. Eval: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.